Manufacturer narrative:
Final device investigation found that the device had no remaining usable clips, and the lockout mechanism was engaged. The device could not be functionally tested due to the lack of clips.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were crossing after being fired. The clips were removed without issue. Another clip applier was used. There was no pt injury.